Event description:
The customer reported that the device failed the operational check for the therapy pca.

Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.